Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use the pump for insulin therapy; however, a replacement was sent to the customer.

Manufacturer narrative:
D9 device returned to mfg: yes, date returned: 6/12/24, h3: yes, remove reason for non-evaluation, device returned to mfg: yes, remove h10.